Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and found that the drain valve on the disposable exhalation filter was open. The valve was closed and est (extended systems test) passed. The battery indicators for the internal and external batteries were red. Operational verification procedure was performed and no issues were noted. The ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit would not cycle and broken wave form on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.